Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned in the introducer sheath and found to have the delivery wire proximal contact section to be bent. The introducer sheath was cut to remove the coil, which was found to be kinked and detached from the delivery wire at the detachment zone. Functional testing could not be performed due to the condition of the returned device. These findings are associated with a product that met design and manufacture specifications and was used in accordance with the directions for use, but the device was damaged and performance was limited due to procedural factors/operational context.

Event description:
Analysis of the returned device found the main coil had separated from the delivery wire at the detachment zone. There were no reported clinical consequences to the patient.